Event description:
Staff in the surgical ICU went to grab a pediatric arterial pressure monitoring set for one of their patients. It was found that the package was sealed from the manufacturer, but the set was not in the package. There is nothing in the set except for a syringe. Other packages of these a-line sets were also found to be empty. In all, there were 4 different lot numbers found to be affected. Currently, the hospital has no additional pediatric a-line kits on hand, since the ones in reserve were also found to be empty. Lots affected: 15898496 x, 15066560 x1, 15948531 x1, 15188336 x5.

Event description:
Staff in the surgical ICU went to grab a pediatric arterial pressure monitoring set for one of their patients. It was found that the package was sealed from the manufacturer, but the set was not in the package. There is nothing in the set except for a syringe. Other packages of these a-line sets were also found to be empty. In all, there were 4 different lot numbers found to be affected. Currently, the hospital has no additional pediatric a-line kits on hand, since the ones in reserve were also found to be empty. Lots affected: 15898496 x1, 15066560 x1, 15948531 x1, 15188336 x5.